Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image was noised due to a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the gastrointestinal videoscope became noised during reprocessing. There were no reports of patient involvement.